Event description:
Subsequent to the initial medwatch report, it was learned that the 9-7x30 xact stent moved forward during deployment. The physician was content with stent placement and was only going to use balloon angioplasty to treat the unstented segment of the lesion. After the dissection occurred during balloon angioplasty with an unspecified balloon, the acculink was implanted for treatment of the dissection. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch reports, it was learned that a 5.5x20 viatrac rx dilatation catheter was used during balloon angioplasty to treat the unstented segment of the left internal carotid artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore a failure analysis of the device could not be completed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for inaccurate delivery reported for this lot. Dissection is listed in the xact instructions for use as a potential adverse event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device is not returning. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an ulcerated bifurcation lesion in the left internal carotid artery, a 9-7 x 30 mm xact stent was advanced but could not cross the lesion and was removed. A second 8 x 20 mm xact stent was advanced and also could not be advanced across the lesion. Another 9-7 x 30 mm xact was successfully implanted to cover the proximal two thirds of the lesion, but a dissection of the artery occurred during post-dilatation of the distal portion of this stent. The procedure was completed with the deployment of an rx acculink stent to treat the dissection and cover the remainder of the lesion. There were no adverse patient effects. No additional information was provided.